Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a heat sensation/shock and changing the waa parameters have been ruled out as potential causes of the reported issue. However, the questionnaire shows the patient has another device implanted and the patient engaged in strenuous activities following the implant procedure, indicating the patient was not in compliance with the IFU. The stimulator is used to treat pain. The cause of the pain is due to the migration and the cause of migration is due to the patient engaging in strenuous activities following the implant procedure (user error - patient).

Event description:
The patient reported sharp pain. Migration was confirmed via x-ray. The patient was scheduled for an explant procedure on (B)(6) 2021.